Manufacturer narrative:
Investigation summary: one sample was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was flushed with water and a leak was observed coming from both vents of the filter. The set was laid out to dry and an air under water pressure test was performed. The hydrophobicity of both vents was restored. The likely cause of the leakage was the drug used in the set caused the membranes to lose their hydrophobicity properties.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris extension set was damaged the following information was received by the initial reporter with the following verbatim. It was reported by customer that there was blood backed up into tpn line, all the way to the tpn filter. I also noticed the filter itself was sticky to the touch around the 2 white circles on the flat side of the filter, which tpn is very sticky when spilled so this almost certainly is tpn leaking. There were no wet spots in the patient¿s bed, or on the floor of fluid leaking. I called the cn to look at the line, and she agreed that I should change the filter, flush the trifuse, and restart the tpn. I did so, and the line flushed perfectly so I attached a new filter to the tpn line and restarted the infusion. I had given another IV medication at ~0300, and the line had looked like normal. So, the filter failed in between 0300 and 0400. This makes me think the filter was faulty because it was leaking tpn.